Manufacturer narrative:
Subject: customer reported that the inadvertently placed the swab in the reagent before swabbing and had an adverse reaction for quickvue sars otc. Investigation conclusion: customer reported that the inadvertently placed the swab in the reagent before swabbing and had an adverse reaction for quickvue sars otc. Customer is a (B)(6) male. Customer tested on friday and had a negative result and process was performed correctly. Yesterday the customer inadvertently placed swab in reagents then swabbed his noise. Test was ran but was a bright pink line for a positive test. Customer after inadvertently placing swab with reagents in nose began having adverse reaction. Difficulty breathing . Customer called pharmacist but they were not able to assist and told customer to call poison control. Customer called but was disconnected, so called us for more information. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored root cause: insufficient information.

Event description:
Customer reported that the inadvertently placed the swab in the reagent before swabbing and had an adverse reaction for quickvue sars otc.